Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13795. This report, 1818910-2013-31838, will be kept for investigational purposes. A separate follow-up has been sent to reject 1818910-2013-13795.

Manufacturer narrative:
Patient was revised to address pain. Doi 2006 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/27/13- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. A doi was provided. No lot numbers have been provided. The complaint was updated on:8/14/2015.